Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal continuity test result was failed. Destructive analysis was performed and all filars fracture in vivo were observed.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, noise with movement and a dislodgment was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.